Manufacturer narrative:
Evaluation summary: the product was not returned for analysis, the gfd remains implanted. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. No sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The product investigation could not identify a root cause. There have been six similar complaints reported in the lot number. No further information is expected. (B)(4).

Event description:
A surgeon reported that following a glaucoma filtration device (gfd) implant procedure, the gfd was observed to be touching the iris from the eighth day after surgery. The gfd remains implanted. No further information is expected.